Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent did not fully expand. The 12.7mm target lesion was located in the iliac vein. A 14x40/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, the physician said that the device looked too small in the patient under fluoroscopy and was not happy with the deployment. The diameter of the stent was small and never opened up. The device was exchanged with another 16x60/9fr wallstent® endoprosthesis and 20x40/10fr wallstent® endoprosthesis and the procedure was completed. No patient complications were reported and the patient's status was good.